Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) had been implanted on (B)(6) 2022 past the use-by date (ubd) of 04/14/2022. There were no patient symptoms or further complications reported at this time.